Manufacturer narrative:
(B)(4).

Event description:
The physician was attempting to use a resolute integrity (rx) drug eluting stent to treat a svg to rca lesion. Lesion was pre-dilated using a euphora balloon. A 4.0 x 18 resolute integrity stent was placed in proximal svg. In attempting to advance a second 4.0 x 18 resolute integrity stent distal to the first, the stent caught on the first stent and didn't pass. The stent was removed intact,but in examining the stent, it was observed that the stent had been compromised, slight raised strut, and was discarded. Further dilation of the first/proximal stent was performed with an nc euphora balloon and another 4.0 x 18 resolute integrity stent was used to complete the procedure. No patient injury was reported.